Manufacturer narrative:
The returned device was evaluated and was received undeployed. Timeouts and a drive stall were noted in the data. Upon opening the pod it was confirmed that the ratchet gear was not yet in position to release the release bar. A root cause for the drive stall could not be determined.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing the pod for a few minutes he primed it and hit the start button and then received a message to discard the pod and noticed the needle did not deploy and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.